Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. A device history record review (DHR) was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. Primary audible alarm background (bgnd) test was verified in the event history log. The customer did not return the device; it was repaired at the customer site. As a result, further complaint investigation/ product evaluation and problem confirmation cannot be performed. A corrective and preventative action has been opened to address the reported issue. The customer stated that they replaced speaker to resolve the issue.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited a primary audible background test alarm, before infusion. No adverse effects were reported.